Event description:
The core impaction drill was returned to stryker instruments for service. During functional testing by a service technician at the manufacturer facility, it was found that the device was overheating and there was a substance on the nose cone. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
The core impaction drill was returned to stryker instruments for service. During functional testing by a service technician at the manufacturer facility, it was found that the device was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Updated to reflect the fact that the nose cone coated with a substance initially reported is not indicative of handpiece leaking and leaking was not an observed device problem. Fluid leak was removed, reflecting the fact that the nose cone coated with a substance is not indicative of handpiece leaking and leaking was not an observed device problem. The failure for overheating was confirmed by the repair technician through functional evaluation, disassembly, and visual inspection. The components of the drill were corroded, including the bearings.